Manufacturer narrative:
It was reported that "unable to push medication through the spinal needle despite using the stylet to clear any obstruction multiple times. Complete occlusion was noted even when trying to push air through the stylet". Due to this, a new device was used and resulted in a "procedural delay" and "medical intervention was needed to ensure patients received the necessary care". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Defective needle.